Event description:
It was reported that the lead was explanted due to an increase in capture threshold and high impedance. The patient was pacer dependent, but was asymptomatic before and after the surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event could not be reproduced. The lead was returned cut apart at 12.3cm from the connector pins. The rv cable had inside-out abrasion through the outer insulation at 36.5cm from tip. The svc cable had inside-out abrasion through the outer insulation at 31.8cm - 32.9cm from tip. The rv and svc cables were not damaged. The electrical characteristics of the lead were found to be normal.